Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that arrhythmia and moderate paravalvular aortic regurgitation (ar) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was treated with the deployment of a 27mm lotus edge valve. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the 27mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day post index procedure, subject developed new onset of left bundle branch block (lbbb). No diagnostic tests were performed. Hospitalization was prolonged to treat the event. Post procedure echo performed revealed mild-moderate paravalvular ar, mild mitral regurgitation (mr) and transcatheter aortic valve implant (tavi) was well seated. Electrocardiogram (ECG) performed revealed sinus rhythm with 1 st degree atrioventricular (av) block, left ventricular hypertrophy with repolarization abnormality and prolonged qt interval was. One (1) day post index procedure, ECG revealed probable left atrial enlargement and left bundle branch block. In (B)(6) 2020, four (4) days post index procedure, telemetry performed revealed no high-grade block. The subject's condition was stable. The subject was discharged to home with the advice to continue rivaroxaban and to cease bisoprolol and an outcome of recovering/resolving.